Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 10 months post implant of sepramesh ip, patient was diagnosed with sepsis, bowel perforation, bacterial infection, hernia recurrence, abscess and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis". Updated fields: a2, a4, b2 (outcomes attributed to adv ev), b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, UDI no, expiry date), d.6b (date of explant), g1, g3, g6, h2, h6, h10. This supplemental emdr represents the sepramesh ip (device #2). Additional emdr's were submitted to represent mesh ¿ ventralex (device #1) and ventralight st mesh (device #3). . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2008 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of ventralex mesh (device #1). Per operative notes, ¿a large hernia sac at the colostomy site on the left and several small midline defects above were noted, a synthetic mesh was placed, the superior right side of mesh pulled away slightly from the area and a round mesh ventralex mesh (device #1) was placed and sutured.¿ on (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia thereby underwent open hernia repair with the implant of sepramesh ip (device #2) and removal of ventralex mesh (device #1). Per operative notes, ¿a hernia was identified and circumferentially dissected down to the fascia and the sac was removed. A large water of omentum was incarcerated in the hernia was reduced. The left upper portion of prior mesh was separated and the recurrence noted. Another hernia defect was noted above the previous mesh (device #1) in midline. The most portion of the previous mesh (device #1) was removed. Some portions of the mesh were densely adherent to healthy muscle were left intact. Adhesions were taken down. A sepramesh ip (device #2) was placed intraperitoneally intact circumferentially far from the fascial edges and sutured.¿ on (B)(6) 2016 - patient admitted hospital for intra-abdominal abscess and colonic perforation with sepsis. On (B)(6) 2016 - patient was diagnosed with infected mesh (device #2) thereby underwent removal of mesh, diverting ileostomy and abdominal washout. Per operative notes, ¿the mesh from previous repair was immediately encountered with very dense adhesion from the small bowel to the mesh noted. The previously placed mesh was freed where it was poorly incorporated and removed as whole (device #2). The abscess cavity was identified at base of the descending colon mesentery. Drain was placed.¿ on (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted laparoscopic hernia repair with the implant of ventralight st mesh (device #3). Per operative notes, ¿lysis of adhesions was performed. The hernia defect was located and cleared. The two large defects were sutured and a double-sided mesh (ventralight st ¿ device #3) was placed over and sutured.¿ on (B)(6) 2018 - patient was diagnosed with complex recurrent incisional hernia thereby underwent robotic assisted laparoscopic repair with the implant of synthetic mesh. Per operative notes, ¿extensive lysis of adhesions and component separation was performed. The defects were closed and sutured. A macro porous light weight mesh above the dissected fascia and sutured.¿ (notes, there was no visualization of previously placed mesh) attorney alleges that the patient had abscess, adhesions, bowel obstruction, bowel perforation, pain, hernia recurrence, ileostomy reversal and emotional injuries.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of ventralex mesh (device #1). Per operative notes, ¿a large hernia sac at the colostomy site on the left and several small midline defects above were noted, a synthetic mesh was placed, the superior right side of mesh pulled away slightly from the area and a round mesh ventralex mesh (device #1) was placed and sutured.¿ (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia thereby underwent open hernia repair with the implant of sepramesh ip (device #2) and removal of ventralex mesh (device #1). Per operative notes, ¿a hernia was identified and circumferentially dissected down to the fascia and the sac was removed. A large water of omentum was incarcerated in the hernia was reduced. The left upper portion of prior mesh was separated and the recurrence noted. Another hernia defect was noted above the previous mesh (device #1) in midline. The most portion of the previous mesh (device #1) was removed. Some portions of the mesh were densely adherent to healthy muscle were left intact. Adhesions were taken down. A sepramesh ip (device #2) was placed intraperitoneally intact circumferentially far from the fascial edges and sutured.¿ (B)(6) 2016 - patient admitted hospital for intra-abdominal abscess and colonic perforation with sepsis. (B)(6) 2016 - patient was diagnosed with infected mesh (device #2) thereby underwent removal of mesh, diverting ileostomy and abdominal washout. Per operative notes, ¿the mesh from previous repair was immediately encountered with very dense adhesion from the small bowel to the mesh noted. The previously placed mesh was freed where it was poorly incorporated and removed as whole (device #2). The abscess cavity was identified at base of the descending colon mesentery. Drain was placed.¿ (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted laparoscopic hernia repair with the implant of ventralight st mesh (device #3). Per operative notes, ¿lysis of adhesions was performed. The hernia defect was located and cleared. The two large defects were sutured and a double sided mesh (ventralight st ¿ device #3) was placed over and sutured.¿ (B)(6) 2018 - patient was diagnosed with complex recurrent incisional hernia thereby underwent robotic assisted laparoscopic repair with the implant of synthetic mesh. Per operative notes, ¿extensive lysis of adhesions and component separation was performed. The defects were closed and sutured. A macro porous light weight mesh above the dissected fascia and sutured.¿ (notes, there was no visualization of previously placed mesh). Attorney alleges that the patient had abscess, adhesions, bowel obstruction, bowel perforation, pain, hernia recurrence, ileostomy reversal and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum #1: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 10 months post implant of sepramesh ip, patient was diagnosed with sepsis, bowel perforation, bacterial infection, hernia recurrence, abscess and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis". Addendum #2: this supplemental emdr is submitted to update the expiry date and UDI no. Which was inadvertently omitted. This supplemental emdr represents the sepramesh ip (device #2). Additional emdr's were submitted to represent mesh - ventralex (device #1) and ventralight st mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.